Event description:
It was reported that (2) al326 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that (2) al326's, from the same box fired multiple clips when the instrument was used. Opened another device to complete the case. There was no consequence to pt.